Event description:
It was reported to philips that the device's sync alarm went off during use. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.